Event description:
It was reported that the cassette was leaking. The event occurred at the pharmacy; there was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. During visual inspection of the device, no discrepancies were detected. During the functional testing of the device received, the clamp broken was detected. The reported failure mode "leaking" was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.